Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the psu for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The psu has not been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed that the localizer was not connected. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and manufacture date provided.

Manufacturer narrative:
The position sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that when connected to a known good system the returned psu would not power up. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.